Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot number 96136 was returned and analyzed. Visual inspection of the balloon catheter showed that the device was intact with no apparent issues. System notice # (B)(4) "outer vacuum compromised" could be related to an intermittent electrical signal from the auto-connection box or electrical umbilical cable. The auto-connection box and electrical umbilical cable for this case was not returned. Dissection showed that guide wire lumen kinked on 1.1425 inches from the tip of the catheter. In conclusion, the balloon catheter failed the returned product inspection due to the kink on the guide wire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected a compromised outer vacuum. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter was returned to the manufacturer, analyzed, and tested out of specification.